Event description:
A 3 level reflex hybrid plate was implanted and the surgeon was not happy with its placement. He had to remove all 8 screws to re-position the plate. The first six screws came out easily. While removing the 7th, the insert to the screw driver broke. The top couple of mm had broken off the tip of the insert. The broken piece was lodged in the screw head.

Manufacturer narrative:
The instrument was discarded by the medical facility and will not be returned for evaluation. Additional information has been requested, and if made available, will be reported in a supplemental.